Event description:
The facility initially reported that they tried to run a bolus dosage of medication for one hour on a pt in the children's unit and 15 mins later while the nurse was checking the infusion the bolus dose was almost all infused. The facility representative stated the pump was turned off at this point and another pump was used to continue the infusion. Additional info was obtained by baxter noting that the pt was a 22 month old male. The pump was programmed to receive a piggyback bolus of 250ml normal saline solution over a 1 hour period. After 15 mins the nurse noted that 175 ml had already been infused. The piggyback was noted as being placed above the pump. The primary infusion was total parenteral nutrition (tpn) and was said to have been running fine. The facility representative stressed that there was no pt injury or medical intervention necessary after/during this incident and that the pt's outcome was fine. No additional info is available at this time.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional info becomes available.